Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. The lead was attempted to be repositioned, however, the physician had difficulties extending the helix. The helix eventually extended. While attempting to position the lead, the helix retracted back. The physician explanted and replaced the lead. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. The lead was attempted to be repositioned, however, the physician had difficulties extending the helix. The helix eventually extended. While attempting to position the lead, the helix retracted back. The physician explanted and replaced the lead. The lead is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that patient consent was not received. Thus, the lead will not be returned for analysis.